Event description:
Reports increase in false positive flu a results over time, confirmed with pcr. Some patients showed mild symptoms. No apparent adverse event. Exact number of events not able to be provided by the customer. Reporting 3 events. Report 1 of 3.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.